Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by a consumer on (B)(6) 2018 via email, the consumer visited an ophthalmic emergency room due to abscess of the cornea. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received via emailed questionnaire answered by the consumer and bacteriological analysis results on (B)(6) 2018. It was reported that the consumer experienced discomfort with nonstop eye watering, irritation like a dust in the eye, severe redness, and pain on the left eye (os) on the first day of contact lens wear and the use of contact lens care solution. She stopped wearing contact lenses but the problem had worsened. She sought consult with an ophthalmologist and it was confirmed that there was a corneal ulcer and a scar in the os. It was added that the symptoms have resolved but there was a little point not "cicatrized". It was mentioned that the consumer already had these issues in 2016 and 2017 every time she wore new contact lenses. She experienced discomfort that had never been more than a few days, nonstop eye watering and contact lenses were stuck upon awakening and she would stop contact lens wear for a few days. Additional information has been requested but not yet received.

Manufacturer narrative:
Relevant tests & lab data: the relevant test on the smdr follow-up 1 was coustine which was submitted on 03may2018; this smdr ( follow-up 2) is being submitted to indicate that the relevant test should have been colistine and that parasitology test of right corneal sampling is still in progress. The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4)

Manufacturer narrative:
Device code 3191 - bacteria in the "liquid" of the lens. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received via telephone conversation with the consumer on (B)(6) 2018 that symptoms had resolved with no sequelae. The consumer had resumed wearing contact lenses with caution. It was also indicated that she thought, based on the bacterial analysis, that there was bacteria in this liquid (initially present on the new lens) as well as on the lenses. The consumer confirmed that the suspected contact lens is the lens with highest correction and she did not know if the lens care solution used contributed to the event. No further data available.